Event description:
It was reported that the right ventricular lead had a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 4076-52 lead, implanted: (B)(6) 2008. (B)(4).